Manufacturer narrative:
During the subsequent site visit by the field service engineer (fse) the analyzer was inspected, and a loose access panel was tightened resolving the issue. A review of the analyzer service history identified no contributing factors to the current complaint. There have been no further occurrences after the site visit by the fse. The architect systems operations and service and support manuals address operational and safety precautions and limitations; including, but not limited to the troubleshooting performed by service. A review of the architect i2000sr platform tracking and trending data revealed no systemic issues or trends associated with this complaint. Based on the investigation no systemic issue or product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The user reported the left rear cover of the architect i2000sr was loose. The cover fell striking the user in the cheek damaging her glasses. No treatment was provided to the user. No impact to patient management was reported.